Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a custom lead kit. It was reported there was no boots (that prevented liquid from entering the extension connection point) in the kit. An accessory kit was opened for a boot. The issue was resolved. No patient complication was associated with the event.